Event description:
Information was received from the health care provider of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedance and increased pain. Since 2023-nov-01, there has been a problem with the stimulation. The stimulation was no longer on. The pain has ¿clearly increased back.¿ when the stimulation was still on, patient was very happy. Interrogation of the system was performed, did not see a problem with the impedances. Follow up was performed due to the conflicting impedance measurements reported, but no additional information was received. When changed the stimulation parameters, get warnings from the tablet data there was too high stimulation or warnings like ¿decrease intensity and increases.¿ it was decided that there was a problem with the lead or with the connection and that only can solve the problem with a revision.

Manufacturer narrative:
Continuation of d10: product ID: 3878-45, lot# b0960898k, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3878-45, serial/lot #: (B)(6), ubd: 06-jul-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical site. The increased pain was clarified to be back pain. The etiology was updated to causal relationship to the lead.

Event description:
Additional information was received from the clinical site. It was reported that diagnostic methods were that the patient reported the increased pain and problems with stimulation on (B)(6) 2023. The intervention taken was explanted/replaced lead on (B)(6) 2024 and it was disposed of according to biohazard instructions. The event resulted in in-patient hospitalization. The relationship of the event to the device or therapy was reported to be a causal relationship and the the relationship of the event to the implant procedure was reported to be not related. A revision was performed on (B)(6)2024; during this revision the neurosurgeon saw a black layer on the contacts of the electrode, indicating damage. The event seriousness was reported to have required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event was resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 3878-45 lot# b0960898k implanted: (B)(6) 2009 explanted: (B)(6) 2024 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.